Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. During the procedure, it was reported that the retractor slipped in the hand of the assistant while the cement was setting, causing the stem to be loose. The stem was removed, recemented, and reimplanted and was stable.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. It was reported that the assistant retractor slipped while the cement was setting causing the stem to be loose. The stem was removed, recemented, and reimplanted and was stable.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.